Event description:
The customer contact reported the device was hot to touch. The device was returned to the biomedical engineering department with a report that the device was not working. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device was hot to touch and there was a burning smell noted from device. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the info known by the reporter upon query by hospira personnel.